Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for two patient samples from cobas e 801 module serial number (B)(4) and suspected an interference with the assay. The samples were submitted for investigation and were tested on a cobas e 801 module, cobas e 602 module, cobas e 411 module, and a centaur analyzer. Refer to the attachment to the medwatch for all patient data. It was not known if any questionable result was reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used.